Event description:
During a aaa repair on a very large patient with an anteriorly angled neck, the physician had difficulty at the time to deploy the top cap. The imaging was poor and the physician complained that the top cap was more difficult than usual to push off. Due to all of the issues, patient size and imaging and top cap being difficult, the main body was deployed slightly lower than desired, resulting in a type I endoleak that was resolved with the placement of an esbe-36-50.

Manufacturer narrative:
Evaluation: still under investigation.